Event description:
It was reported that during an open gastrectomy, the anvil half and the cartridge half could not be set. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Broken saddle pin. The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. Further analysis of the device showed that the staple height selector and the saddle pin were damaged, both bearing were present and attached to the saddle pin. No functional test was performed due to the condition of the device. The damage to the saddle pin is correlated to a manufacturing process. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.